Manufacturer narrative:
No other observable defects could found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product was completed and found to be acceptable per release criteria.

Event description:
Distributor reported that an implant failed to integrate. Pt info was not provided.